Manufacturer narrative:
Removed dates from that reflected event occurred in december. The event occurred in november. (B)(4).

Event description:
It was reported that one day post initiation intra-aortic balloon (iab) therapy a ¿rapid gas loss¿ alarm was generated every two to four hours. Iab insertion was with fluoroscopy in the left femoral artery and positioning verified by x-ray. No patient movement was noted (in relation to possible repositioning of iab); there was no connection failure of helium line or kinks noted and there was no blood detected. It was noted that the alarm was generated on the initial day of insertion and not on day 2 or 3 until removal of the iab. Mild sclerosis, moderate tortuosity with left common iliac and calcification were noted in the patient vessel. The iab was removed and therapy was discontinued. No patient injury was reported.

Manufacturer narrative:
Correction: initial reporter: (B)(6). The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The sheath was returned covering half of the balloon. The extender tubing was also returned. The inner lumen was found to be occluded with dried blood. The occlusion was able to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete auto fill cycle. The iab pumped normally and no alarm sounded from the pump. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported that one day post initiation intra-aortic balloon (iab) therapy a ¿rapid gas loss¿ alarm was generated every two to four hours. Iab insertion was with fluoroscopy in the left femoral artery and positioning verified by x-ray. No patient movement was noted (in relation to possible repositioning of iab); there was no connection failure of helium line or kinks noted and there was no blood detected. It was noted that the alarm was generated on (B)(6) 2017, and not on (B)(6) 2017 or (B)(6) 2017, until removal of the iab. Mild sclerosis, moderate tortuosity with left common iliac and calcification were noted in the patient vessel. The iab was removed on (B)(6) 2017 and therapy was discontinued. No patient injury was reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that one day post initiation intra-aortic balloon (iab) therapy a ¿rapid gas loss¿ alarm was generated every two to four hours. Iab insertion was with fluoroscopy in the left femoral artery and positioning verified by x-ray. No patient movement was noted (in relation to possible repositioning of iab); there was no connection failure of helium line or kinks noted and there was no blood detected. It was noted that the alarm was generated on (B)(6) 2017, and not on (B)(6) 2017 or (B)(6) 2017, until removal of the iab. Mild sclerosis, moderate tortuosity with left common iliac and calcification were noted in the patient vessel. The iab was removed on (B)(6) 2017 and therapy was discontinued. No patient injury was reported.